Event description:
It was reported that device shifted and did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2024 using transesophageal echocardiography (tee) imaging. The patient was discharged. Approximately six (6) months later, at a routine follow up, computed tomography (CT) imaging showed a poorly positioned closure device sitting on its side with an open flow into the cage of the device. There was no evidence of any thrombus. No intervention was performed or planned at this time. The patient will remain on oral anticoagulation medication at this time.